Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functional testing, specifically therapy electrode recognition test. The cause for the test failure and the non-functional therapy electrodes was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that an electrode belt sn (B)(4) caused "check therapy pad" messages.